Event description:
The user facility reported that during a patient procedure their exacto cold snare would not cut through a polyp and became stuck. User facility personnel cut the handle of the snare to remove the scope and the patient was transferred to another facility to have the snare wire removed. The patient was discharged the next day.

Manufacturer narrative:
Steris has requested the device subject of the event to be returned for evaluation. The investigation into the reported event is in progress. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A returned sample of unused devices from the same lot associated with the event was evaluated. The reported issue of the device failing to release could not be duplicated. Based on the evaluation findings, the cause of the reported event could not be determined. The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A complaint review was conducted for this lot of products and confirmed this to be an isolated event. The instructions for use states the following, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." Steris will continue to monitor for similar events to ensure the product continues to perform as expected. No additional issues have been reported.